Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer was tried to change battery and nothing happen and they were not able to see any details on insulin pump. Customer was calling back after installing a new battery and monitoring the insulin pump for 2 hours and frozen display was recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.